Manufacturer narrative:
The instrument was returned and evaluated. The instrument was placed on an in-house system for recognition and failed on multiple installation attempts. The pogo pins were not stuck or contaminated, but did exhibit wear. Failure analysis investigation also found that the pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during reprocessing, the da vinci prograsp forceps instrument was observed to have failed after only five uses. Upon requesting additional information from the customer, it was revealed that although the instrument would close, it was not holding tightly. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.